Event description:
It was reported that during a procedure, the ablation generator showed an overheat alarm. There were also missing electrocardiograms (ecgs) from the distal electrode and the ecgs on the proximal electrodes were "very noisy." Another ablation generator was used. The generator will be returned for repairs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during a procedure, the ablation generator showed an overheat alarm. There were also missing electrocardiograms (ecgs) from the distal electrode and the ecgs on the proximal electrodes were "very noisy." Another ablation generator was used. The generator will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).